Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to several calcification. The device was removed safely from the patient's body, and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: nc emerge mr, ous 2.50mm x 8mm, balloon catheter was returned for analysis. Visual, tactile, microscopic, and leakage testing were performed on the returned device. Visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Visual and tactile inspection of the shaft polymer extrusion identified no issues with the outer/mid-shaft sections or the inner lumen of the device. Detailed microscopic examination of the balloon material identified a pinhole. The pinhole was located 1 mm proximal to the distal marker band. Microscopic examination of the distal tip shows no signs of tip damage. Microscopic examination of the proximal and distal marker bands identified no damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material 1mm proximal from distal markerband of the balloon when inflating to its rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (severely calcified and severely tortuous lad) were met which resulted in the reported event. This code was selected as the most probable complaint cause based on the information available. The reported balloon rupture was confirmed during returned product analysis with a 1mm pinhole in the balloon identified.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, while trying to insert the device into the lesion, the balloon burst due to several calcification. The device was removed safely from the patient's body, and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.